Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called to report a large amount of condensation in the helium tubing of the iab catheter. Customer states that it is pooling in the loops, and it had to disconnected 3 times to empty the tubing. There is no blood reported in the tubing. The patient remains stable throughout without adverse reactions. There are no alarms reported on the pump and states that bp and augmentation are adequate. Advised to switch pumps if one is available. There was no patient harm reported.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) condensation related malfunction. Customer called to report a large amount of condensation in the helium tubing of the iab catheter. She states that it is pooling in the loops, and she has had to disconnect 3 times to empty the tubing. There is no blood reported in the tubing. The patient remains stable throughout without adverse reactions. The iab catheter is an arrow. There are no alarms reported on the pump and she states that bp and augmentation are adequate. There was patient involvement. There was no information about service. The investigation shall be closed, if any additional information received the complaint will be reopened and update it.

Event description:
N/a